Event description:
Inaccurate cgm values. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).